Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts to obtain the following information have been made and no response to date. If further details or the device are received at a later date a supplemental medwatch will be sent. Please provide photos. Specific procedure name? Initial procedure date? What date did the lesion/occur, post op? What is the physicians opinion of the contributing factors to the reaction? How was the lesion treated (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify please indicate any medical or surgical interventions performed. Please describe how was the adhesive was applied. What prep was used prior to, during or after dermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Do you have the product lot number involved? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi; gender. Patient pre-existing medical conditions (ie. Allergies, history of reactions) the analysis results found that the device was returned inside of the sterile packaging unopened. Upon visual inspection, the sample was observed to be conforming according to manufacturing specifications. If further details or the device are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an anterior aspect scalp lesion on (B)(6) 2019 and topical skin adhesive was used. This lesion developed aponeurosis ischaemia with bare bone exposed (it was described as if it had eaten into it). Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/28/2020. Attempts to obtain the following information has been performed and the following was received: specific procedure name? Bcc or scc lesion removal. What date did the lesion/occur, post op? 1 week. What is the physicians opinion of the contributing factors to the reaction? Dermabond was the cause. How was the lesion treated (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify o please indicate any medical or surgical interventions performed initial lesion margins were good. Removed product, needed to debride the wound and regraft tissue which went well. Please describe how was the adhesive was applied. 2 layers over ethilon sutures. What prep was used prior to, during or after dermabond use? Betadine. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Not that he knew of. Is the patient hypersensitive to pressure sensitive adhesives? Not that he knew of. Were any patch or sensitivity tests performed? Nil. What is the most current patient status? Patient is fine, flap healed fine. Patient demographics: initials / ID; age or date of birth; bmi ; gender female in around her 70¿s, normal bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions) as far as he knew, no previous reactions.